Manufacturer narrative:
No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, during a routine clinic visit the vad coordinator noticed that the outer layer of the patient¿s driveline was compromised, exposing the second layer and metal shield. There were no alarms for the event and the patient was reported to be asymptomatic. The surgeon wanted to proactively have the external portion of the driveline replaced. On (B)(6) 2017, the manufacturer¿s technical service representative performed a distal end percutaneous lead (driveline) replacement approximately 6 inches from the exit site.